Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse examined the edges of the cabinets and determined there was no malfunction. The customer applied foam and plastic tape to the edges proactively. There had been no previous incidents at the customer site and the labcell cabinets have been installed for over ten years. This automation system is performing according to specifications. No further evalution of the device is required.

Event description:
The operator of an advia labcell automation system sustained a laceration to their finger from the edge of a cabinet door on the automation system. The cabinet is used to position an instrument onto the automation track, and the customer was replacing reagent which is housed in the cabinet when they cut their finger. A healthcare provider applied paper sutures to the laceration.